Manufacturer narrative:
This report is submitted september 24, 2018.

Event description:
Per the clinic, the patient underwent surgery to explant the device on (B)(6) 2018 due to incorrect placement of the electrode array, confirmed with x-ray and CT imaging. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on october 4, 2018. (B)(4).